Event description:
During MFR review of a vns pt's programming history, it was noted an interrupted systems diagnostics test occurred on the day of initial implant ((B)(6) 2006). The pt left the operating room set to 1ma and 60 minutes off time. The change was not noted until (B)(6) 2006, where the settings were changed back to the intended parameters.

Manufacturer narrative:
Analysis of programming history.